Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: a review of the black box indicated multiple unexplained reboots occurred on (B)(6) 2017. Visual inspection revealed that the battery compartment and battery cap were undamaged, and the cap was able to secure properly to the pump. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found to the power circuit. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.